Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and coagulum was found on the device. There was no patient consequence. The procedure was completed successfully with a similar-like device. High temperatures were noted during the procedure, ranged between 38 - 48 degrees celsius. Settings during the event include: temperature cut off at 50 degrees c. This complaint is reportable due to the coagulum found on the device.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and coagulum was found on the device. There was no patient consequence. The procedure was completed successfully with a similar-like device. High temperatures were noted during the procedure, ranged between 38 - 48 degrees celsius. Settings during the event include: temperature cut off at 50 degrees c. This complaint is reportable due to the coagulum found on the device. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found around the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, the catheter met the manufacturing specifications. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).